Event description:
It was reported that the customer had no delivery alarms on the insulin pump. Customer stated that the alarm only occurs when they put the food bolus in. Customer pulled out the infusion set and stated it was slightly bent. Customer has a very low body fat percentage. Customer was advised that they will send out samples to better suit patient's body type. Customer was also advised to put their mio sets on a different part of their body to have better results until they receive the samples. Customer was advised to monitor the current infusion set. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.